Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level (bg) was over 600 mg/dl. The customer administered a manual injection to address the elevated bg level. Reportedly, the customer continued using the pump for insulin therapy.